Event description:
A patient reported experiencing inaccurate erratic results with a surestep enhanced meter. The patient's blood glucose results were 300mg/dl, 120mg/dl. Tests were done within 2 minutes with a difference of 76%. Patient did not experience any adverse events. No further information has been reported.